Event description:
It was reported that the atrial lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, the proximal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was apparent explant damage, there was a white substance and the lead was stretched.